Manufacturer narrative:
Follow-up #1: date of submission 05/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/30/2014 with the following findings: the pump returned with visible moisture through the display lens. There was no moisture corrosion visible in the battery compartment. The pump cover was removed to inspect the internal components and moisture corrosion was visible on the internal components and pcb. The pump was returned with the audio bolus button missing and inoperable due to the missing cover and visible moisture on internal components. Testing revealed a leak at the bolus button. Further testing and download was prohibited due to moisture ingress. Unrelated to the initial complaint, the screen was observed to be blank due to moisture in the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that moisture was visible behind the display and that there was no audio, vibrations or display indicating no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.